Event description:
Attempted to place arrow endurance 8cm extended dwell IV to patient rue (right upper extremity) cephalic vein. Vessel was accessed with ultrasound guidance, blood return noted within catheter, guidewire was advanced without difficulty, attempted to advance IV catheter over guidewire but met significant resistance at about 3cm inserted. IV insertion was aborted, and catheter was removed. Only 6.5cm of catheter present upon removal. Patient reported no pain at insertion site. Primary team notified of retained catheter. Per report from vat (vascular access team) rn, he advanced and pulled back the catheter several times in an attempt to reposition after he met resistance. The patient had multiple image studies completed to identify the piece of catheter. Surgical removal was performed following week.